Event description:
The customer reported receiving a speaker malfunction inop. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported receiving a speaker malfunction inop. No pt harm was reported. There has been no indication that there was a loss of audio function. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.